Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module will be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module will be replaced to address the issue. During the evaluation, the blower and flow element were replaced due to dirt contamination and the air inlet path was replaced due to damage.